Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the locking button on three 355ld trocars did not arm. A fourth 355ld trocar was opened and worked fine. There was no consequence to the pt.